Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported to the MFR through the device tracking form from the hospital that the pt's pump was exchanged, and a reason for the pump exchange was not provided. Add'l info was received from the vad coordinator that the pt experienced hemolysis. The pt had coke colored urine and his lactate dehydrogenase (ldh) increased to 1643. It was reported that this was the pt's second admission for elevated ldh. There were no signs or symptoms of heart failure. A CT was taken and was unremarkable. An echo was performed and showed a decompressed lv and mild-to-mod al. The pt remains ongoing on the new lvad.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.